Event description:
It was reported that an ilet user expressed concern that the pump battery seemed to deplete faster than expected. Symptoms included no reported adverse physiological effects. Outcomes included user education to fully recharge the device and monitor battery percentage, with instructions to report if battery life is less than three days. Investigation included telephone technical support and user guidance. Investigation of this case revealed no device performance confirmation due to lack of corroborating data and no observed malfunction during the call. It was concluded that no device failure was confirmed and continued monitoring was advised.